Event description:
Reference number (B)(4). Event occurred in the united states. On 17-july-2024, it was reported that the patient encountered infusion set occlusion at site event. The blood glucose level was reported high and treated with bolus via pump. Patient replaced infusion set and resumed insulin successfully. No further information available.